Event description:
A patient reported they called ambulance and was seen in ER. Their symptom was felt shaky. Their ot profile meter allegedly was inaccurately high. The result on their meter was "100 something" mg/dl. The result on the emt meter was 45 mg/dl. The time difference between patient's meter and emt meter was 11-20 minutes. Treatment was IV glucose and orange juice. No further information has been reported.